Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the doctor and noticed that the insulin pump has a crack. Customer's mother stated that she was working and could not provide additional information as the customer was not present. Nothing further reported.